Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found with no damage. Event history log review was performed and found 51 no disposable alarms recorded in the event log. Visual inspection, sensor verification and simulated use testing were performed. The customer's reported problem regarding high pressure alarm was unable to be duplicated although the event log verifies that the event occurred (51 high pressure alarms recorded). During investigation the sensor testing found the downstream occlusion sensor (dso) value within manufacturing specification. The customer reported problem was not duplicated measurement of the sensors found them to be within specification and pump functional. However, the dso will be replaced as a preventive maintenance due to the measured occlusion value being (lower) but within range. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this cadd legacy pump was alarming for high pressure. The patient was unable to troubleshoot. The patient switched to back up pump. It was reported that the reason for use was pulmonary arterial hypertension and the medication being delivered was life-sustaining. There were no adverse effect to the patients due to the reported event.